Event description:
I had a dural arterial/venous fistula which was repaired using a product called onyx. Unbeknownst to the medical team the onyx leaked onto an adjacent artery causing me to have a stroke, which resulted in severe visual disturbances, including prosopagnosia (face blindness). This took place at (B)(6) in the department of neuro-interventional radiology.